Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports inflammation in lungs, sluggishness, tiredness, and exhaustion. The customer consulted with his md and was prescribed an antibiotic as a pre-caution.